Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 30 mg/dl and 180 mg/dl on the softact blood glucose meter. These values, when plotted on a clarke error grid fall into the "e" zone showing the difference in the results to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.